Event description:
I noticed a black substance when I woke from a disturbed sleep pattern in my saliva, after forcefully coughing it out. The machine almost stopped working and forced the debris through the tube and into my throat. I stopped using the device immediately, which in turn has progressed into dangerous health problems. I have not been able to obtain a new machine resulting in lung damage, weight gain, loss of job, depression, daytime sleepiness, and suicidal thoughts. None till I was forced to stop using the device; now I am having lung problems, depression, loss of job, sexual dys, heart problems, and weight gain. Since stopping the device, I have been prescribed trelegy, ellipta and proair, also adderall for daytime sleepiness excessive. FDA safety report ID# (B)(4).